Event description:
While a case was ongoing, the zoll defibrillator advised the staff of a shockable rhythm. Staff proceeded to shock with 120j, however, in retrospective review after the code, the stripe was reviewed when the shock was delivered. It was determined that the rhythm was not shockable.